Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "incident on the same patient infusing blinatumomab that happened last night. Per the nurse on days, the tubing felt stiff and then cracked. The patient had roughly 19 days of infusion before experiencing issues with the needles." No other information was provided. Additional information on 05/30/2024: it was reported patient had to be re-accessed but no harm noted at this time. It was reported this occurred with four devices. This report addresses the second device.